Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an alert for out of range impedance measurements in the atrial lead. There was also noise observed that resulted in oversensing. Boston scientific technical services (ts) discussed this could be indicative of a lead issue. The health care professional (hcp) stated this potential issue will be addressed when they perform a device changeout since it is close to reach elective replacement indicator (eri). No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).